Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the system was stuck on a black screen and wouldn't reboot, remaining on a password screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to an unexpected shutdown triggered. A technical support specialist confirmed the device functionality, seemed to be a "one-off" windows error and confirmed that the station showed no further errors. The technical support specialist provided with an explanation of the error for customer and closed the case. The system functioned as intended after the technical support specialist resolved the issue.